Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While the physician was inserting the taxus express2 2.5x12mm drug eluting stent, it was noticed that a stent strut was "pulled up". The stent was removed without any complications and the procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.